Event description:
It was reported that when the patient turned "programmer" on she felt stimulation, but when she turned it off it went away. Starting the day of the report the patient felt stimulation and it "occasionally went away for a second then came back". The patient had not experienced that before and she had not changed programs. The patient also fell about a week before the report and "several" days after the fall she felt stimulation was not working. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Follow up from the health care provider reported the cause of the event was a fall. There were no abnormal impedances. It was noted the device was checked and working fine on (B)(6) 2012. The patient did not require hospitalization due to the event. There was no injury to the patient and the patient recovered without sequela.